Manufacturer narrative:
The device was not returned to stryker sustainability solutions for evaluation. As the device was not returned for evaluation, inspection was unable to be performed. A review of the DHR supports that the device met all inspection and test criteria prior to release from stryker. The reported event could be attributed to: - excessive force applied - contact with hard object or other improper handling - insufficient structural integrity - shipping/handling damage or extreme conditions post distribution from stryker's sustainability solutions. The instructions for use (IFU) state: - damage to the instrument can lead to patient injuries. Always inspect instrument carefully for overall integrity before use. - do not use excessive force. - careful handling of instruments is necessary to avoid damage or breakage. - inspect the instruments for any damage. Do not use the instrument if any damage is noted. Return the instrument and packaging to stryker sustainability solutions if it is not in acceptable condition for surgery. - a comprehensive understanding of the principles and techniques involved in laser, electrosurgical, and ultrasonic procedures is essential to avoid shock and burn hazards to both patient and medical personnel and damage to the device or other medical instruments. The reported event will continue to be monitored through post-market surveillance. Should the device become available for return, the investigation will be reopened.

Event description:
It was reported that the tip of the trocar broke off inside of the patient. As reported, there trocar sleeves were reprocessed by stryker sustainability solutions. It is unknown how many times this device was reprocessed. Multiple attempts were made to obtain additional information. No information was provided regarding patient injury, medical intervention, or extended procedure time reported. These are commonly used devices that are readily available.

Manufacturer narrative:
Additional information: the device was reported to have been discarded.

Event description:
It was reported that the tip of the trocar broke off inside of the patient. As reported, there trocar sleeves were reprocessed by stryker sustainability solutions. It is unknown how many times this device was reprocessed. It was reported that pieces of the device fell into the patient and were able to be retrieved. A larger incision was not made to retrieve the pieces and an x-ray was not used to locate the pieces. There was no patient injury or medical intervention and the complainant is not aware of any extended procedure time. These are commonly used devices that are readily available.